Event description:
It was reported that stent damage occurred. The target lesion was located in distal left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced, however, resistance was felt. When the stent was removed, it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in distal left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced, however, resistance was felt. When the stent was removed, it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that the stent did not even reach the beginning of the lad even if there was no significant bend involved.

Manufacturer narrative:
Device evaluated by MFR: a synergy xd mr us 2.50 x 16mm stent delivery system was returned for analysis. There was no stent returned. The balloon cones were reviewed, and there were no signs of positive pressure applied. Crimp markings were evident on exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The device was loaded and tracked on a 0.0140 inch test guidewire without issue. No other issues were noted.

Event description:
It was reported that stent damage occurred. The target lesion was located in distal left anterior descending artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced, however, resistance was felt. When the stent was removed, it was noticed that the stent strut was damaged. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that the stent did not even reach the beginning of the lad even if there was no significant bend involved.